Event description:
The pt was diagnosed with an unspecified but shockable cardiac arrhythymia. When an attempt was made to charge the defibrillator to 200 joules, the device reportedly only charged to 10 joules. The operator switched to the battery in the second well of the device and rotated the paddle energy select wheel to 300 joules. When an attempt was made to charge the defibrillator at 300 joules, the device again charge readied at 10 joules. The operator then shut device power off and installed another battery into the device. With the next attempt the device charged properly to 200 or 300 joules. The pt was transported to the hosp and was pronounced.